Manufacturer narrative:
Due to a data entry error the following field were corrected: b1: added product problem g4: from (B)(6) 2020 d7: blank to (B)(6) 2020 .

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Per report the embolization of the first valve was due to procedural factors (loss of pacing capture).  Per report, the 2nd delivery system snagged the 1st valve and dragged it back into the aortic annulus. Based on available information, it appears that this event was likely due to procedural factors, as it was clarified, that the 1st valve position in the ascending aorta was not fully secure despite having post-dilated it. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.   This individual report provides data received from the thv/tvt registry.

Event description:
As reported by a field clinical specialist, a 26 mm sapien 3 ultra  in aortic position via transfemoral approach during pacing the valve embolized aortic and was attempted to deploy in the ascending aorta. The valve was post dilated, but the first valve it was not fully secure in place. A second 26 mm sapien 3 ultra  valve was opened. When they introduced the second valve, the delivery system snagged onto the first valve and it moved with the second valve towards the annulus. The physician was concerned the first valve was potentially going to cover the coronary arteries if they were to leave it there. The second valve and delivery system were removed back through the esheath without issues. The first valve was surgically removed and a surgical valve was implanted. The patient is doing well.